Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.